Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and that several of the distal stent wires had perforated that outer sheath. Additionally, both the catheter and stainless steel shaft were kinked. During an attempt to retract the outer sheath, the t-bar connector broke and detached from the outer sheath; there was, however, evidence of glue present, indicating that it had been properly manufactured. Due to this damage, it was not possible to deploy the stent. Therefore, the device was dissected and the inner lumen was found to have been kinked. Additionally, the distal stent wires were damaged where they had perforated the outer sheath. The condition of the returned device was consistent with the complaint event. The most probable root cause is considered to be related to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was used to treat a colonic stricture within the rectum on (B)(6), 2011.according to the complainant, while attempting to deploy the stent, the stent wires perforated the outer sheath, preventing deployment. The physician removed the device from the patient and used another wallstent to successfully complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was used to treat a colonic stricture within the rectum on (B)(6), 2011. According to the complainant, while attempting to deploy the stent, the stent wires perforated the outer sheath, preventing deployment. The physician removed the device from the patient and used another wallstent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.